Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow keypad button required multiple button presses in order to elicit a response and was intermittently responsive. The keypad buttons were also found not click back or spring back normally. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.